Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter observed the patient moaning in their sleep and attempted to wake them, but the patient was unresponsive. At that time, the patient¿s cgm displayed a reading of 80 mg/dl. No bg meter comparison value was available. Concerned about the patient¿s condition, the reporter contacted the patient¿s son, and together they decided to call emergency services (911). Upon ems arrival, the patient¿s bg meter reading was 28 mg/dl. No cgm comparison value was provided at that time. The patient was treated with an unspecified intravenous (IV) fluid. Over the course of approximately three hours, the patient¿s bg level gradually increased, and the patient regained consciousness. Before ems departed, both the cgm and bg meter readings were 133 mg/dl. At the time of reporting, the patient was described as feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.